Event description:
It was reported that the patient underwent a lumbar thoracic fusion which required the stimulator to be explanted. There were no device issues reported. There were no injuries noted and the patient recovered without sequelae.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
Product ID 3550-29; product type accessory product ID 3887-33 lot# unknown; product type lead product ID 37752, serial# (B)(4); product type recharger product ID 74002 lot# n218573, implanted: 2009 (B)(6); product type adapter product ID 3887-33 lot# l78225, implanted: 2000 (B)(6); product type, product ID 3887-33 lot# l77649, implanted: 2000 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 7435, serial#(B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis was performed: final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of the plug revealed no anomaly. Final analysis of the lead revealed no significant anomaly and that the lead body was cut through and the product was segmented. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had her device explanted. The patient had lower back surgery that was fused, because it had separated more, and a rod was inserted. The patient stated that the spinal cord stimulator (scs) only helped a tiny bit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.